Manufacturer narrative:
The complaint sample has not returned for evaluation; the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
As initially reported by a research apprentice on (B)(6) 2018, there were multiple unidentified consumers diagnosed with an unspecified corneal ulcer. The medical treatment, laboratory tests, follow-up visits and current eye condition were not disclosed. No further details could be obtained as this report was part of the patient oriented program.

Manufacturer narrative:
The lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).